Manufacturer narrative:
(B)(4). The device will not be returned.

Event description:
It was reported the catheter was being placed into the pt's neck. During insertion, the clinician noticed air escaped through the joint between the needle and the syringe as though a hole was present. As a result, the needle and syringe were removed and a new one was used successfully. No additional information is available.